Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had low readings in the low 90's. They swapped with a known good adult and pediatric sensor with no change. It was reported that there was no patient harm or incident.

Manufacturer narrative:
Evaluation summary one sample with no batteries was received for analysis and the reported issue of low readings could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A regulated dc power supply was set to six volts and was hooked up to the battery contacts of the unit. The unit was then hooked up to a srcmax for troubleshooting of low readings. The srcmax was hooked up to the unit for forty minutes. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.